Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number was requested and remains unknown. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. This complaint was initiated based on information received from the field. The reported information indicates a potential device malfunction, related to device migration, has occurred. Additional information was requested from the field, including a device identifier; however, no further information has been provided and no items were available to directly evaluate product performance relative to the reported device failure mode. Therefore, the cause could not be established with the available information.

Event description:
The following information was reported to gore: on (B)(6) 2024, a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) that was implanted on an unknown date that lined a fistula in the arm (unspecified) for av access was intended to be explanted. It was reported that skin erosion had begun and that the viabahn device endoprosthesis had become externally visible. The outcome of the explant procedure and the patient are unknown at this time and have been requested.

Event description:
The following information was reported to gore: on (B)(6) 2024, a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) that was implanted on an unknown date that lined a fistula in the arm (unspecified) for av access was intended to be explanted. It was reported that skin erosion had begun and that the viabahn device endoprosthesis had become externally visible. The outcome of the explant procedure and the patient are unknown at this time and have been requested.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.